Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 416 mg/dl. The customer's blood glucose was 398 mg/dl at the time of call. There was absence of no delivery alarm during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The insulin pump was received with minor scratched lcd window and cracked battery tube threads.